Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during cleaning and sterilization, the customer noted that wires were present at the tip of the fenestrated bipolar forceps instrument.